Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a detached downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint of "dso seal delaminated" through visual inspection. Replaced dso (downstream occlusion) seal. Performed dso/uso (upstream occlusion) calibration. Validated repair through dso/uso sensor test. Upon further investigation, found air detector nicked. Replaced air detector. Performed performance verification testing, unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.